Manufacturer narrative:
(B)(4). The device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed white floating particulate matter in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles noted. This was identified after filling. The device was filled with an unspecified amount of cefuroxime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.